Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. Complaint history review from may 2020 to april 2021 for the edwards sapien 3 valve (all models and sizes) revealed other complaints related to the associated complaint codes. No manufacturing non-conformances were identified. Available information suggests that patient factors (calcification) and/or procedural factors (over inflation of balloon, over/under expanded valve, malposition of the valve) may have contributed to the complaint events. Since no edwards defect was identified, no corrective or preventative action was required. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the valve frame undergoes 100% visual and dimensional inspection by quality and manufacturing. The pvl skirt components undergo 100% visual inspection. The valve leaflets undergo multiple 100% visual and dimensional inspections. The completed valves undergo 100% visual inspections under magnification before and after packaging. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on medical records review. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '7 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with symptoms. Central regurgitation was observed.' Per the instructions for use (IFU), valve regurgitation are potential adverse events associated with the use of the valve. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, the patient was diagnosed with stage 3 chronic kidney disease, which can affect calcium metabolism accelerating thv deterioration. Also, per the complaint description, 'prosthesis leaflet appeared mildly thickened', which can affect the leaflet motion leading to central regurgitation. As such, available information suggests patient factors (chronic kidney disease/leaflet thickening) may have contributed to the reported event. As per the complaint description, 7 year post implantation, 'mild to moderate paravalvular leak (pvl), a peak gradient of 18mmhg, a mean gradient of 11mmhg, an aortic valve area (vti) of 1.3cm2, and moderate aortic valve regurgitation were observed'. Per the IFU, pvl is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue because of a lack of appropriate sealing of the valve to the target site. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling, migration, or other unknown factors. For this case, due to the insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: per the cardiology consultation progress notes, the patient was part of the partner 2a sapien 3 clinical trial for intermediate risk patient. Medical records review revealed approximately one-year post valve implant, bacterial endocarditis with involvement of vertebra (epidural abscess and osteomyelitis) post-surgery was reported. The endocarditis was resolved with antibiotic therapy. One year and 9 months post implant, the patient developed shortness of breath (sob) and congestive heart failure (chf). Due to concern for endocarditis, the patient was admitted. Tee confirmed thrombus and negative bacterial cultures. Antibiotic treatment was stopped. The anticoagulation medication was also changed approximately 2 years and 4 months post implant due to patient preference/comfort. Four months later, CT scans did not reveal the thrombus diminishing in size. The anticoagulation medication was discontinued. Patient had bleed ema over the last few months. The tte revealed mild-to-moderate pvl, and moderate ai. The patient reported not feeling very symptomatic. The patient complained of doe with moderate exertion (>10mins of exercise) and ble edema. The patient was currently on a diuretic. The patient was unable to lay flat due to back pain and sleeps in a chair. Seven years post valve implant, lv normal systolic function and moderate diastolic dysfunction, features consistent with pseudonormal lv filling pattern, with concomitant abnormal relaxation and increase filing pressure was observed. A bioprosthetic valve was present in the aortic position and the prosthesis leaflet appeared mildly thickened. Mild to moderate paravalvular leak (pvl), a peak gradient of 18mmhg, a mean gradient of 11mmhg, an aortic valve area (vti) of 1.3cm2, and moderate aortic valve regurgitation were observed. A normal pericardium with no pericardial effusion was also reported. The currently treatment options discussed with the patient are savr vs. A valve in valve (viv) tavr. The patient prefers the viv tavr option and is deemed a reasonable candidate by the heart team.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 7 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with symptoms. Central regurgitation was observed. A 23mm sapien 3 ultra valve was implanted in the existing valve during a valve in valve (viv) procedure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.